Event description:
Customer reported a motor error alarm during basal delivery. The blood glucose reading was 298 mg/dl. The insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. He stated that when he woke up, all of the basal settings and the time were missing from the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unit was program with 2 unit basal rate for 24 hours and monitored. Time and date were properly set, no time anomaly was noted. Unable to confirm basal anomaly due to motor error alarm. Unit received with cracked case on display window corners, minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.